Event description:
A problem was reported. Patient friend/family reported previous withdrawal due to catheter incident. The ¿incident¿ was not specified. Company representative reported she was called to interrogate patient¿s pump because it was thought she might be experiencing withdrawal. Family members said this was the second time this had happened to the catheter. A follow up was sent but no additional information had been received as of the time of this report. If additional information becomes available a report will be provided.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).